Manufacturer narrative:
There is no 510(k) for this device as it is manufactured outside the us and not sold in the us. Evaluation of the photograph shows two needles with a white material attached to the cannula. No issues relating to the reported defect were identified in the DHR. Conclusion: the complaint was confirmed upon evaluation of the returned photos. The white material is the epoxy resin, used to attach the cannula to the hub, which has contaminated the cannula. The most likely root cause for the reported defect is air in the applicator of the epoxy resin causing a splatter of resin on the cannula. As this material is part of the process it is not technically classed as foreign matter. (B)(4).

Event description:
It was reported that foreign matter was found on a bd vacutainer® 21 g x 1.5 in. Multi sample blood collection needle before use. No injury or medical intervention.